Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg could not get to connect with the charger. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remained implanted and was able to connect to the charger.